Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in pace impedance measurements. There was also an increase in the pacing threshold measurements. It was noted that this rv lead was surgically abandoned and replaced during a cardiac resynchronization therapy defibrillator (crt-d) exchange procedure. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in pace impedance measurements. There was also an increase in the pacing threshold measurements. It was noted that this rv lead was surgically abandoned and replaced during a cardiac resynchronization therapy defibrillator (crt-d) exchange procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned device found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The device was subjected to and passed all automated testing. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.